Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 300 mg/dl at the time of incident. Customer was treated with insulin pump. Customer stated that the insulin pump had hardware low level failure alarm. Customer was able to clear the alarm. Customer was able to complete pump. Customer stated that the insulin pump passed self test. Customer stated that the insulin pump was working fine. Customer stated that there was air bubble and leak. Customer alleging the insulin pump because customer treated with insulin pump still customer had high blood glucose level. The device will not be returned for the analysis.